Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed that there was an ivc filter in place with a tiny thrombus at the tip of the filter. Approximately two years later, CT revealed the legs appeared to extend through the wall of the ivc on the axial images, but they do not appear to penetrate the adjacent vasculature or bowel. Therefore, the investigation is inconclusive for the perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that, ¿the legs appeared to extend through the wall of the ivc on the axial images, but they do not appear to penetrate the adjacent vasculature or bowel¿. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.